Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had ac power failed in the middle of pulling medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a seven-drawer auxiliary and an eight-door tower, as well as a remote manager. The fse found the fault preventing the station from starting up coming from the seven-drawer auxiliary. The field service engineer found multiple worn spots on the auxiliary pyxis bus cabling. Removed the defective cable from the auxiliary cabinet and replaced it. Configured the new cable to minimize the risk of being cut, crushed, or grounded in the future. After reconnecting the station, the application launched correctly. The system functioned as intended after the field service engineer resolved the issue.